Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte autoguard shielded IV catheter failed to retract, after use. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter failed to retract, after use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: DHR review was performed on the lot number 7191659. The lot was built on afa line 4, from july 18, 2017 thru july 22, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing could not be performed because units were not received for investigation. Conclusions: the defect needle retraction failure, as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation there was no physical evidence to confirm or to support manufacturing process related issues for the reported incident. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.